Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was in backup mode. Additional information was requested but not received.

Event description:
New information received notes that the device was explanted. The patient did not experience any adverse consequences.

Event description:
New information received notes that the device went to backup vvi mode during cyber security upgrade.